Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: the journal of laryngology & otology (2013), 127, 76¿79. (B)(4).

Event description:
It was reported via journal article title: nasal tip abscess due to adverse skin reaction to prolene: an unusual long term complication of rhinoplasty author(s): a teymoortash, j a fasunla, w pfützner, s steinbach-hundt citation: the journal of laryngology & otology (2013), 127, 76¿79; doi: 10.1017/s0022215112002575. This paper aims to describe what we believe to be the first reported case of nasal tip abscess with an adverse skin reaction to prolene following rhinoplasty. The authors presented a (B)(6) female patients who undergone functional septo-rhinoplasty to correct breathing obstruction caused by shifted nasal pyramid. Six months after the procedure, the patient complained swelling sensation and recurrent feeling of pressure at the nasal tip, but clinical exam showed no pathological findings. Two years post septo-rhinoplasty, the patient presented with painful, progressive nasal tip swelling and redness which was treated initially with endonasal drainage of the nasal tip abscess, and post-operative treatment including antiseptic dressings and intravenous antibiosis with cefuroxime. Revision of rhinoplasty was performed, 3 months after the initial abscess drainage and intra-operative findings included thin nasal tip skin tethering to the underlying subcutaneous tissue, and granulation tissue with interspersed pockets of pus and knotted prolene. The knotted prolene was removed and the bed irrigated copiously with hydrogen peroxide. The patient had improvement and complete resolution of symptoms with no further complaints during over one year observation. Adverse reaction test was done and patch test result showed no reaction to prolene; however, the cutaneous prolene suture that was placed on her back showed erythematous infiltrate with papules and vesicles around the suture thread. Use of non-absorbable sutures, such as prolene, in the subcutaneous layer may be a potential, rare risk factor for adverse skin reactions.